Event description:
The patient's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complication associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation infection, or erosion of the implant.¿ (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced unable to urinate postoperatively, mild diminished urine stream, mild urinary urgency, multiple/recurrent urinary tract infections (utis), urinary frequency, vaginitis (vaginal itch, odor, discharge), stress urinary incontinence, urinary urge incontinence, urinary retention, recurrent stage 3c/ba uterovaginal prolapse, nocturna, significant incomplete bladder emptying, mildly diminished urinary stream, high cystocele with urethral fixation, descent of cervix, and defecatory dysfunction (prolapse with bowel movement), per pff, the patient experienced unspecified pain, unspecified infection, and unspecified urinary problems.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced from urinary incontinence, one year after procedure, recurrent uterine prolapse, multiple urinary tract infections, hemorrhoids, moderate to severe constipation, cough, abdominal cramping, belly puffiness, uterine fibroids, many episodes of gastrointestinal bleeding with blood loss anemia, urine retention, urinating at night, diarrhea, bulge, low back pain, depression, anxiety, abdominal pain, and cystocele. She had a trial of premarin cream with failure and a pessary trial.